Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording it was determined that all settings and parameters of the system were found to be within acceptable limits. The system database video images revealed that significant vertical eye movement occurred sometime during the lens fragmentation and the arcuate incision treatment phases, which is after the surgeon has begun the actual laser treatment. The surgeon did not release the laser footswitch when the eye movement occurred. The catalys system operator manual contains a warning which states: "continuously verify that the eye has not moved with respect to its initial presentation at the time of fluid confirmation. If the eye moves during integral guidance, then press "rescan eye". If the eye moves during laser treatment, then terminate the laser treatment by immediately releasing the laser footswitch."

Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an arcuate incision that fully perforated the cornea in the operating room (or) during the surgical procedure to remove the cataract. An optimedica clinical application specialist who was on-site at the time, reported that the surgeon used sutures to close the corneal perforation. No additional medical intervention and/or complications were reported.